Event description:
The customer reported to beckman coulter (bec) that erroneous results were obtained from the unicel dxh 800 coulter analyzer compared to the results obtained using an alternate instrument. In addition, the customer reported obtaining hematocrit/hemohlobin (h/h) check failures, along with quality control (qc) failures. The customer declined to provide supporting documentation for review and requested service to have the analyzer checked. It is unknown how many results were affected. The only information provided is that the hemoglobin (hgb) result obtained from one sample was 9 g/dl with a hematocrit (hct) result of 40. The sample was run for verification on another analyzer, and results from the alternate analyzer were considered correct. The erroneous results were reported out of the laboratory for one sample. The customer declined to provide information related to effect or change to patient treatment for this event, as well as sample printouts for review.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed high red blood count (rbc), and hematocrit (hct) recovery on 6c controls. The fse also observed low mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) recovery, along with numerous partial vote outs in the error log. The fse cleaned the blood sampling valve (bsv), resolving the control recovery, the partial vote outs, and the hematocrit/hemoglobin (h/h) failures. Following the repair, repeatability was passing, the rbc results matched the results of the other analyzer, and all quality control (qc) values were passing. Failure mode was attributed to the bsv which needed to be cleaned.